Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using the indigo system aspiration catheter 8 (cat8). The physician successfully removed the thrombus by using the cat8. 45 minutes following the procedure, the patient expired. The relationship of the cat8 to the patient''s death is unknown and the physician is uncertain about the specific cause of the patient's death.